Event description:
Boston scientific neurovascular became aware of an event where upon deployment of the subject device, the stabilizer cracked at the proximal end (refer to manufacturer report# 6000078-2005-00132). The pt was reported to be in unstable condition due to the procedure.